Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted oversensing of noise present in all the episodes. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed to a different sensing vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted oversensing of noise present in all the episodes. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The s-ICD was left in the primary vector and the smart pass feature was changed. X-rays taken of the system did not reveal any abnormalities. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted oversensing of noise present in all the episodes. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The s-ICD was left in the primary vector and the smart pass feature was changed. X-rays taken of the system did not reveal any abnormalities. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.